Manufacturer narrative:
The facilities biomedical engineer found a bed exit tape switch defective. The tape switch was replaced to repair the bed.

Event description:
Information received indicates the bed exit will not alarm after it is set.